Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event was requested but not received.

Event description:
During a procedure, a thermal esophagus lesion occurred. Temperature alarms occurred from the esophageal monitoring during ablation on the left atrial posterior wall. The temperatures ran between 37 and 40 or 41 degrees c. Temperature alarms were continually noted, and the application of energy was stopped and moved to the opposite side of the posterior wall, as well as waiting for temperature monitoring to return to normal values prior to initiating the next ablation application. The patient was stable throughout the procedure. Following the procedure, the patient was moved to an overnight monitoring unit in stable condition. The following day an endoscopy confirmed the injury and the patient was admitted for monitoring for 7 days. Patient was discharged and monitored. No further intervention was needed. The tacticath was the alleged cause for injury. There were no performance issues with an abbott device.